Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, "a piece of pvc was found in the arterial tubing. This section was cut out and replaced with a 3/8" connector." There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).